Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redp4943 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC is stuck in the patient. Stated that the patient has "other hardware" in his chest and the facility is unable to remove. It was reported that the PICC is still completely intact. No other information was provided.